Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that there was an image quality issue with the 9800 system and the system would not work after reboot. No pt injury was reported.